Manufacturer narrative:
On 11-dec-2015, as part of a service call, the field service engineer (fse) instructed the customer to clean the waste chute. The problem was solved and no further activities were required regarding this issue by field service. The instrument was performing as intended. Most probable cause for this event was a test cup pick-up failure due to a dirty or contaminated waste chute. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported indicated that their aia 600ii was dropping cups short of the waste container. The customer was unable to run e2 and prolactin patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of e2 and prolactin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.